Manufacturer narrative:
Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was not feeling stimulation in the correct area. They were feeling stimulation in their butt and reported it was uncomfortable. They were feeling stimulation at the "knot like" in their butt. They clarified they were feeling stimulation in a location lower than their tailbone, and in the middle of the buttock area "where your feces are." Stimulation expectations were reviewed and the patient clarified they were not feeling stimulation in the bike seat area. They denied any recent trauma/falls, and stated they first noticed this started last thursday or friday when they went to their doctor. They also reported the ins felt a little sore when they touched it. They were on vacation and their doctor advised them to call the manufacturer help line to have therapy adjusted remotely. It was reviewed therapy could not be adjusted remotely. They did not have the programmer on the call. They were redirected to get their programmer and call back if they needed assistance adjusting therapy, or to follow up with their healthcare provider to assist. The recommendation to decrease stimulation or turn therapy off if it was uncomfortable and then follow up with their healthcare provider was reviewed. The circumstances that led to the r eported issue were unknown. Troubleshooting was unable to be performed as the patient did not have their equipment on the call. The patient was redirected to their healthcare provider to further address the issue.